Manufacturer narrative:
The device was not returned for evaluation; however, it was visually evaluated at the facility by our field service technician. He found that one of the jaws was completely broken off of the forceps insert, and the jaw that broke off was also there with the broken insert. We can, therefore, conclude the broken jaw was retrieved from the patient. Although the initial report also indicated that the patient had expired, the hospital would not confirm if the breakage had any impact to the patient condition and would also not confirm the current status of the patient's condition. This type of damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only.

Event description:
Allegedly, the bowel grasper broke while in use during a procedure, and it was initially reported that the patient had expired; however, we were unable to confirm this.